Manufacturer narrative:
The product investigation was completed based on an analysis of the received photograph. Device investigation details: a photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the photo provided by the customer, it is observed that the tip of the one of the splines was detached leaving exposed wires. In addition, one of the splines has a missing electrode. This could be related to the noise issue reported by the customer. The potential cause of the damage could not be determined. A manufacturing record evaluation was performed for the finished device number lot: 31836160l and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the photo received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav catheter and post procedure the bwi product analysis lab identified a detached spline with exposed wiring based on a photograph of the device. During the procedure, there was signal interference (noise) observed on ic (intracardiac) channels. There was still an intact electrocardiogram signal available to monitor the patient's rhythm. The doctor removed the catheter from the patient; it was found that the device was damaged. A second device was used to complete the operation. There was no adverse event reported on patient.